Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A non healthcare professional reported through a complaint (study) stating that consumer experienced peripheral ulcer on his /her right eye. The peripheral ulcer on his /her right eye was found to be moderate in severity. Later the device was temporarily discontinued due the event. Consumer later visited to clinic with complaint of eye irritation right eye (od) and was prescribed with ciprofloxacin eye drops- every six hours and carboxymethylcellulose sodium eye drops-once a day during bedtime. Consumer returned to clinic as a follow up visit after 4 days and stated that od still feels irritated at times. Consumer was asked to continue ciprofloxacin eye drops -three times day (tid) for two more days. During the follow up information received on 19-jan-24, the event was confirmed to be corneal ulcer. The current status of the consumer¿s eye was symptoms resolved at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H6 imdrf code updated. H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The device history record and sterilization record have been reviewed and found to be in compliance. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).